Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had several controller power-up and associated pump start events that have been logged since (B)(6) 2018, indicating a loss of power to the controller. There is a data gap logged on (B)(6) 2018 between 01:39 and 02:54. Parameters after gap show power consumption below normal operation. Low flow alarm started at 1am and after 1-2 hours alarm had been corrected, then after 2 hours there was a ventricular assist device (vad) stop alarm. It was stated that the event occurred when the patient was out of town and had no access to our hospital. It was also stated that there were no clinical actions performed for the patient. The patient was stated to have died.

Manufacturer narrative:
Product event summary: one controller ((B)(4)) was not returned for evaluation. The reported event was confirmed via log file analysis which revealed eight (8) controller power-up and associated pump-start events logged on (B)(4) on (B)(6) 2018. The data point prior to the first loss of power revealed that battery (1) was connected to power port one (1) with 95% relative state of charge (rsoc) and that battery (2) was connected to power port two (2) with 26% rsoc. The data point after the eight (8) controller power up events revealed that the battery (1) continued to be connected to power port one (1) with 93% rsoc and that battery (3) was connected to power port two (2) with 92% rsoc. There was a data gap logged on (B)(6) 2018 from 01:39:28 to 02:54:51. The maximum pump off time was approximately 1 hour 30 seconds. 9 low flow alarms have been logged since (B)(6) 2018. 12 vad disconnect alarms have been logged on (B)(4) since (B)(6) 2018 likely due to physical disconnection of the driveline from the controller. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The manufacture has initialed an internal investigation to capture events involving the controller losing power. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to thrombus at the inflow can nula/outflow graft, kink in outflow graft, inappropriate pump rotational speed. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: patient identifier, initial reporter name and address. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.